Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I. It was reported that the patient felt stimulation in the wrong area. The patient reported they were in a motor vehicle accident, where they were rear ended. The patient has been experiencing back pain and can feel stimulation in their back (pounding sensation) whereas stimulation is for their feet. The patient stated prior to the accident they would feel it in their back on when their rectum hurt then it would go away.. The patient hasn't made any adjustments or had the device checked. The patient stated that they would also like to have their lying down settings adjusted. The patient was redirected to their healthcare provider (hcp) to contact a manufacturer's representative (rep). No further complications were reported or anticipated. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-03-18. It was reported there was poor telemetry or no telemetry with recharging. There was poor communication. The patient reported the ins won¿t charge anymore. The patient was last able to successfully charge 2-3 weeks ago. The patient reported that she had issues with the stimulator causing pain in other areas so she turned the stimulator off. The patient has had reprogramming attempts to the pain off her back, tailbone, and rectum. She recently had an x-ray and will get the results at her next healthcare provider (hcp) appointment. The patient was redirected to their hcp to address possible overdischarge. The patient was seeing the reposition antenna screen during the call when she tried to charge the ins. The patient was not able to communicate with another external device. The patient said that this was the first time that she has not been able to charge the stimulator. The patient reported she did a trial of an ¿erg¿ that did not so well, so her hcp wanted to try to fix the stimulator. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient stopped using stimulation a while back due to it causing pain in the back and groin when it was on. The patient reported a fall in the past prior to this happening. On the day of the report, it was confirmed that the patient¿s device was overdischarged. The system was restored (recharge performed) and programmed as required. The power on reset was cleared, and impedances looked normal. The manufacturer representative programmed to try to get stimulation in the patient¿s feet. The manufacturer representative was able to get very little in the feet, but it was also causing stimulation/cramping in the back. The patient contacted the manufacturer representative on the night that the battery was recovered and reported a pain (cramping) in her back that would not go away even when the stimulation was turned off. The patient indicated that the tingling was still going on in her back and causing her pain. T he patient confirmed with her patient programmer that the stimulation was off. It was also verified to be off on the recharger. Then all settings were turned down to 0.0 volts to make sure that there was no stimulation. The next day, the patient reported that the residual tingling took 8 hours to calm down; however, it came back and was causing pain again. The patient was going to contact her physician. It remains unknown if the issue was resolved. There were no further complications reported.

Manufacturer narrative:
Product ID (B)(4). Serial# (B)(4) implanted: (B)(4) 2011: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that impedances revealed a damaged electrode. The stimulation coverage was unsuccessful following lead movement after a car accident. Impedances were checked, and the rep attempted to reprogram the device. The healthcare provider (hcp) was going to discuss potential paddle lead placement with the patient as well as find a surgeon to consult with. The patient likely is in need of a battery replacement within the next year and wanted the replacement and possible paddle lead revision to be scheduled at the same time. It was mentioned the patient¿s relevant medical history included crps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the revision was currently in discussion and the process of scheduling.